Event description:
It was reported that there was a general complaint that the customer received sensor occluded messages when using the etco2 sensor, or they would remain on but just not provide readings. They corrected that by hearing the audible alarm and then replacing the disposable etco2 sensing cannula. The etco2 channel would then start to warm and display sensing and then give readings and work there was patient involvement, but no harm was reported.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had sensor occluded was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.